Event description:
It was reported the physician was attempting to place a lead using an epiducer. The physician noted it felt different, and when it was removed from the surgical placement, the epiducer was damaged. It was reported the procedure was extended 2 hours due to issues. There was no other reported adverse effect for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.